Event description:
Health professional reported an explantation of a lap-band device "band and port." F/u findings: health professional reported allegedly that the pt presented to the "emergency room with [a] red, swollen, painful port." The doctor confirmed that the pt's "port was infected." Health professional cannot confirm if the infection was device related. No diagnostic testing was conducted. The port was explanted w/o replacement. The pt was treated with antibiotics. The "band" of the lap-band device was later explanted w/o replacement.

Manufacturer narrative:
(B)(6) allergan has rec'd the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the rptr, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Infection, pain and irritation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation as follows: caution: pts must be cautioned to chew their food thoroughly. Pt's with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Device labeling addresses the reported event of pain as follows: "there were add'l occurrence of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."